Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected. The customer¿s blood glucose level was unknown. The customer stated that they had issues with the pump's battery and did not receive a low battery alert prior to the replace battery now alarm. The customer had received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The troubleshooting was performed and was advised customer to ensure that the battery is securely fastened (not just pushed inward) and battery slot is aligned horizontally with pump. Customer did not receive a power loss alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance electrical board. No replace battery alert or replace battery now alarm noted during testing. Device received with missing serial number label.